Event description:
It was reported through a remote merlin.net transmission that the pulse generator had exhibited premature battery depletion. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).